Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during multiple cataract extraction procedures the handpieces did not work during aspiration. The handpieces tuned properly. No system message was displayed. During each surgery the handpiece was replaced and the procedures were completed without patient harm.

Manufacturer narrative:
Additional information has been provided. The handpiece was examined and the reported event was not replicated. The handpiece was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on february 28, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).